Event description:
Patient reported experiencing elevated blood glucose levels. Patient alleges the infusion device is not delivering the correct amount of insulin. Patient believes the pump is not delivering insulin correctly causing high readings and ketones, leading to ketoacidosis. Patient was vomiting regularly, feeling very unwell. Patient was taken to hospital on (B)(6) 2014 at 8:00pm and discharged on (B)(6) 2014 at 3:00pm. Patient was placed on 3 drips, one was saline and the others she cannot remember. Patient advised hospital tested her blood sugar using their meter every hour; readings reached as high as 25.0 mmol/l and ketones at 3.6%. Both diabetes educator and endocrinologist advised patient to come off the pump and manually inject insulin. Since then her blood sugar levels have come down and stabilized. Blood sugar level stable at around 9.0 mmol/l as patient is no longer using pump but manual injections. Product was replaced and requested return of the alleged infusion device, blood glucose monitoring device and infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with patient identifier (B)(6) is related to case with patient identifier (B)(6).